Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr t/l powerpicc catheter. Usage residues were observed throughout the sample and needleless injection caps were attached to each luer adapter. A longitudinally aligned split was observed between the 2cm and 3cm depth markings. The sample kinked preferentially at the split site during manual manipulation. Microscopic inspection of the split site revealed a granular fracture surface. The split exhibited a slightly curved profile. Deformation and a kinking impression were observed in the vicinity of the break. The split appeared to correspond to the joint between the web wall and the outer wall. The split characteristics and accompanying preferential kink/kinking impression were consistent with damage caused by kinking the catheter. The split location suggested that catheter insertion/securement technique likely contributed to the damage. The product IFU states ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of reby2107 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported catheter was inserted on may 10th and found the catheter leaking on may 14th when floor rn asked vascular team to do a dressing change. Action taken was the PICC was removed and a new PICC was inserted on the same arm. It was stated PICC was not functioning and cathflo was tried but the PICC was still not working and was leaking. The PICC team took down dressing to find out there was a small slit around 5cm mark on catheter.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of reby2107 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported catheter was inserted on (B)(6) and found the catheter leaking on (B)(6) when floor rn asked vascular team to do a dressing change. Action taken was the PICC was removed and a new PICC was inserted on the same arm. It was stated PICC was not functioning and cathflo was tried but the PICC was still not working and was leaking. The PICC team took down dressing to find out there was a small slit around 5cm mark on catheter.